Event description:
It was reported that the customer had unknown high blood glucose levels. The customer stated she treated three times with a bolus and was still in the high blood glucose range. She changed the infusion set, and the change resolved the issue. The customer's blood glucose levels were in the 200s mg/dl at the time of the report. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).